Event description:
New rf tags were purchased. Shortly after adding them to the system, the system started receiving "check band" alerts on a routine basis. The rns would check the bands and they appeared to be ok. After repositioning them the alerts could be cleared, but would alarm again at a later time. Sometimes changing the tag would resolve the issue and sometimes it did not. Biomed was called and they were going to investigate rf interference in the room from other devices in the room, but the problem seemed to follow the tag to other rooms. Of the 16 new tags purchased, only 2 appeared to be having issues; biomed thinks the lot may be bad. The decision was made to call in the vendor (rf technologies, inc.) To evaluate the system. Rf technologies sent a service rep to investigate. He determined the tags are defective and need to be returned for exchange.